Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00929. This report is being submitted as additional information. Investigation summary: the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log file provided revealed that the system was powered by an mpu. There were 5 no external power alarms recorded on (B)(6) 2018 from 4:47am through 5:01am. The associated voltage levels indicated that mpu power was lost during this time. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was powered by the external backup battery during the event. Multiple attempts for further information, including the mpu serial number, were sent to the customer; however, nothing was provided. The patient remains ongoing on vad support and no further issues have been reported. The serial number or other identifying information of the product was not reported, and was not able to be determined during the investigation. Multiple attempts to obtain the mpu serial number were sent to the customer; however, it was not provided. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that no external power alarms were observed. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed some odd low battery hazard alarms on (B)(6) 2018 which were cause by the mobile power unit (mpu) ac power cord coming loose. This was also the cause of the no external power events. The emergency backup battery assumed operation during this sequence when it was required. The pump operated as expected during this event and there was no loss of support to the patient. Additional information was requested, but was not provided.